Event description:
It was reported that during laparoscopic cholecystectomy procedure, when the surgeon fired the device, the end of the clip was not formed correctly to close on the tissue. They opened a new device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.